Event description:
The customer reported that the system was not providing alarms after a recent upgrade.

Manufacturer narrative:
(B)(4): the customer reported that the system was not providing alarms after a recent upgrade. Based on available information, it could not be confirmed if the issue was observed during monitoring or during servicing. In abundant caution, we are reporting this malfunction. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.